Event description:
As reported by the user facility through medwatch: needle stick injury during disposal. Clinician states that he thinks the shield did not cover tip. No other specific details available. Ref # unk, introcan 22g, lot # unk. No sample. Ref MFR # 9610825-2013-00051.